Manufacturer narrative:
During follow-up, the patient reported he discarded the units and doesn't have the lot number of the ultra m14 catheter he used when he acquired the infection. After reviewing his catheterization technique, it was discovered that while the patient washes his hands with an antibacterial alcohol based wipe and uses the sleeve on the catheter to insert it without touching the catheter, he does not clean the insertion area. Cure medical's consultant nurse and instruction guide calls for cleaning the insertion area before inserting the catheter.

Event description:
Intermittent catheter patient (user) reported he had a urinary tract infection (uti) and a little blood in his urine while using the ultra m14 catheter. He reported that his doctor stated that when catheterizing, having a little blood in urine and or infections is common. During follow-up, the patient said he was prescribed an antibiotic, but it did not rid him of the infection. He was prescribed a second antibiotic, took the entire course, and it rid him of the infection.